Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report#1627487-2018-10505. Reference MFR. Report#1627487-2018-10506. Reference MFR. Report#1627487-2018-10507. It was reported the patient went into cardiac arrest on (B)(6) 2018 after the drg trial implant due to a suspected heart attack. As a result, the patient underwent an urgent heart catheterization and placed in ICU for further observation. Follow-up identified the trial leads were removed several days later and the patient is stable.